Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir compartment and reservoir able to lock in place. No medical intervention was required. The insulin pump will be returned for analysis.